Event description:
It was reported patient presented remotely. Remote interrogation showed that the patient's right ventricular (rv) lead exhibited high pacing impedance. No intervention was performed. Patient had no consequences.